Event description:
The patient received two leads with the same lot number. It was reported the patient was experiencing nausea when increasing the stimulation amplitude. It was reported the patient had a peripheral nerve system (off-label use) to treat low back pain, and the stimulation was in the correct locations.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.